Event description:
Potential for injury associated with the broken spoke on a t4x22rda manual wheelchair. This event could cause possible product instability and the potential for not permitting the chair to maintain its intended weight-bearing status.